Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted the tube shaft was bent. Tacks were visible in the shaft. The instrument was applied to the appropriate test media. The remaining tack deployed and seated properly in the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of these conditions may occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, laparoscopic hernia procedure, the handle was squeezed to the end, but it got caught during release and could not be removed. Tack could not come off the tacker shaft. It was felt that the sound of squeezing handle was bigger than usual. Although the 1st firing was performed, at subsequent observation, the tack was not placed properly to the tissue and disengaged. The device was removed from the tissue by force but no tissue damage was caused. When an attempt of idling firing was made, the tuck only appeared half from the shaft. When a new device was used, there was no problem in use. The status of the patient was reported as no problem.